Event description:
Physician reported that pt rec'd skin test on 09 feb 2000 with negative results. Pt subsequently rec'd initial treatment in 2000 with approximately 0.9 cc injected in glabella, upper vermilion border, and upper lip. Physician indicated 0.2 cc was injected in glabella and 0.7 cc was injected in upper lip area. On 12 apr 2000, pt called to report lumps in glabella which started approximately 09 mar 2000 and lumps in lip which started sometime in april. The lumps have been continuous and increasing in size. Lumps are somewhat indurated, but are mostly not tender to the touch. Physician did perform incision and drainage in 2000 on a small cyst-like lump between 2 and 3 mm, however no add'l treatment is planned. Physician has indicated physician feels this is a hypersensitivity related to the collagen material.